Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer stated the insulin pump is not working. The customer stated this has occurred other times. The canister goes into the insulin pump itself, the plastic around it broke off and it is not allowing the insulin to deliver. The customer stated the reservoir compartment broke last night. The customer's blood glucose was 400mg/dl and treated with syringe. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.